Event description:
The physician was doing a balloon dilation of strictured anastomotic area. After the dilations were completed, the balloon was deflated and the doctor attempted to remove via scope. The balloon did not deflate enough to pull out through the scope. The balloon portion was removed by cutting, then remainder of wire removed via scope.